Event description:
At the completion of the coronary artery bypass graft procedure, the heaetstring seal didn't unravel completely during the removal proxess. The seal was removed without damaging the anastomosis. No patient complications were reported by the hospital.